Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between december 19, 2019 - december 20, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It was further reported that there was 100ml of solution remaining in the device following disconnection. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.